Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion via a peripherally inserted central catheter (PICC) line. There was an ¿egg sized¿ amount of fluid left in the bottle that did not infuse. The expected therapy time was 46 hours; however, the actual infusion time was more than 48 hours. The device contained fluorouracil and dextrose 5% in water (d5w). There was no report of patient injury or medical intervention associated with this event. No additional information is available.